Event description:
It was reported that the patient was in the hospital at the end of (B)(6) 2012 for ¿other medical conditions¿ and she was unable to get anybody in the hospital to fill her pump. The pump went empty, and on the date of this report it was refilled. It was noted that the patient had gone through withdrawal, but exact symptoms were unknown. The drug in the pump was unknown. It was later reported that the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).